Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in delivery of inappropriate shocks immediately post implant. Technical services (ts) discussed the potential of air entrapment around the device or electrode. Tachycardia therapy was programmed off. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that a chest x-ray was performed. Air entrapment was difficult to confirm due to x-ray artifacts. The patient spent the night in the hospital with tachycardia therapy programmed off. Additionally, the primary sensing vector was reprogrammed to secondary. The patient was seen the following day and automatic setup was performed and the device chose secondary sensing vector. The sensing vector was left programmed to secondary, tachycardia therapy was programmed back on and the patient was discharged. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.